Manufacturer narrative:
A medrad service representative has been trying to contact this hospital to make arrangements to check out the injector. Hosp originally declined these services, but has changed their mind. Hosp also declined additional applications training.

Event description:
Ecri communicated via e-mail dated 5/10/2006 indicating a pt was injected with 30 cc of air because nobody changed the syringe. Pt was placed in a hyperbaric chamber. Pt has some memory los and a speech impediment, which may or may not be resolved. User error and the hosp does not attach any blame to the injector.